Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, x-ray revealed a fluid loss due to a puncture in the balloon. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Balloon was identified to have a tear from avulsion. Balloon did not pass the leakage test. Cuff passed visual inspection, leakage test and visual inspection. Pump passed visual inspection, leakage test and visual inspection. Based on the information available and analysis results, the hole and leak identified in the balloon could have caused or contributed to the reported clinical observation of mechanical problem.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, x-ray revealed a fluid loss due to a puncture in the balloon. The aus was explanted and replaced. There is no additional information reported.